Event description:
It was reported the pt's ipg is moving I the pocket. As a result, the sjm representative had difficulty communicating with the ipg. The pt has turned off stimulation currently due to pocket soreness at the ipg site. X-rays showed the ipg is not sitting flat in the pocket.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.